Manufacturer narrative:
(B)(4). The customer reported that they could not hear the alarms in another room. No patient harm was reported. The available information does not indicate that there was any malfunction of the device. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that they could not hear the alarms in another room. No patient harm was reported.